Manufacturer narrative:
H3 - device evalaution: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken. Dimensional inspection for width could not be performed due to haptic was broken, dimensional inspection for length (diameter) was found within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was not resolved. See MFR report# 2023826-2021-00218 for replacement lens. The cause of the event is reported as unknown.